Event description:
Customer reports one incident of a blood leak on use #13 at the end of pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc's. Treatment was resumed with new disposables without incident. No pt injury or medical intervention reported.